Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose level of ¿high¿ on cgm, due to incorrect time. The customer treated their bg with a correction bolus via pump. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.